Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that no relevant supporting clinical information had been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. As the part and batch number information provided did not match into the system, a device history record review could not be performed. A review of complaint history did not reveal similar events for the listed device over the previous 12 months. The part and batch number information provided did not match into the system, however the review was performed and did not reveal similar events for the batch. This failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that with all joint replacements, asymptomatic, localized, progressive bone resorption (osteolysis) may occur around the prosthetic components as a consequence of foreign body reaction to particulate wear debris. Osteolysis can lead to future complications necessitating the removal or replacement of prosthetic components. This has been identified in adverse events in primary and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient medical history, adverse reaction and/or bone quality. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that, a ref lnr 22x46-48 20 deg sz d had to be revised on (B)(6) 2023, because the patient experienced osteolysis, the primary surgery was performed in 1999. Patient's current health status is unknown.